Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. Approximately ten years and one month post filter deployment, it was alleged that the filter struts perforated into organs, and the patient reportedly experienced abdominal pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three weeks later post filter deployment, a computed tomography of abdomen and pelvis was performed for pelvic hematoma. The study showed that there was an inferior vena cava filter in place with the apex below the level of the renal vessels at approximately the l2 to l3 level. After three months, a computed tomography of abdomen and pelvis was performed for pelvic hematoma and vomiting, and the study showed an inferior vena cava filter was present, unchanged in position. After eight months, a computed tomography of abdomen and pelvis was performed for abdominal pain and vomiting, and the study showed an inferior vena cava filter was seen in place. After seven years, an x-ray of abdomen was performed for abdominal pain and the study showed that there was an inferior vena cava filter present. After eleven months, a computed tomography of abdomen and pelvis was performed for vomiting after hernial repair and the study showed an inferior vena cava filter was present. After one year and six months, a computed tomography angiogram of abdomen and pelvis was performed for evaluation of inferior vena cava filter. The study showed that an infra renal inferior vena cava filter was present, and this appeared to be a g2 type filter. The study also showed that the filter struts appeared to be intact without evidence of fracture and there was some mild penetration beyond the caval walls. Also, one of the posterior limbs was resulted in some mild reactive changes in the adjacent bone and one of the struts extended close to the aorta however this does not directly penetrate and there was no evidence of stress fracture. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 01/2011).